Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is follow up 2 being resubmitted as follow up 3 due to stalled acknowledgements.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 at an undisclosed location and an unknown mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. Concurrent procedures: mesh and cystoscopy.

Manufacturer narrative:
Date sent to FDA: 07/30/2019.